Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer stated he has been disconnected from the insulin pump for three to four months and has been on injections. The customer stated the doctor wants the customer to return to pump therapy however, the insulin pump had a blank display. The insulin pump will be returned for analysis.